Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wake button has stopped working. Reportedly, the button is stuck down. There was no impact to customer's blood glucose level.

Event description:
It was reported that the wake button has stopped working. Reportedly, the customer is stuck down. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.